Manufacturer narrative:
The insulin pump was received with no button response due to corroded keypad traces. No button error alarm was noted. The following cosmetic damage was also found on the pump: cracked case at the display window corner, cracked battery tube threads, minor scratches on the display window, and a cracked reservoir tube lip. This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5.

Event description:
The customer reported via phone call that his insulin pump received a button error alarm. The patient's blood glucose value at the time of incident is unknown. Patient states that it would constitute a medical emergency if he were to not get a replacement pump by monday. The insulin pump was returned for analysis and a replacement device was flown out to the customer in a timely manner.